Event description:
No additional event information.

Manufacturer narrative:
On (B)(6) 2019, it was reported that the device had loose ratchet. Mesher gave an incomplete mesh on previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed the roller gear, shoulder bolts, and ratchet parts were damaged. The calibration was out of specifications but the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019, which included replacement of the roller gear, shoulder bolts, ratchet gear, ratchet sliding pin, and ratchet spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Notification number 300171915 dated 5/17/2019. While the returned product investigation confirmed that the skin graft mesher had a damaged ratchet, it cannot be determined from the information provided what actually caused the ratchet to become damaged. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The root cause of the reported incomplete mesh cannot be determined with the information because the device produced a passing sample mesh during evaluation. The device was noted to be functioning as intended after the roller gear, shoulder bolts, ratchet gear, ratchet sliding pin, and ratchet spring were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device had loose ratchet. During meshing of previously recovered cadaveric donor skin, mesher gave an incomplete mesh. No patient involvement. No adverse events were reported as a result of this malfunction.